Event description:
It was reported that the sub water pipe and channel were insufficiently cleaned. The issue was found during reprocessing. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been returned for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g2: added other: japan. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, the occurrence of the reported event may have been prevented by adhering to the instructions for use (IFU) chapter 3 ¿inspection for use¿. Olympus will continue to monitor field performance for this device.